Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. D4: batch #885c07. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr45b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload was received fully fired. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters: echelon 45 mm is important to ensure functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 885c07, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e24050018, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that a few staples formed with irregular shapes and anastomotic site was oozing after firing. Changed another one to continue the surgery, the same problem happened again. To stop oozing with compression hemostasis. There was no patient consequence reported. No additional information could be provided.